Event description:
Customer reports that suture breaks when tying knots, the break occurs on one side of the knot. Reportedly, a pt had a wound dehiscence four or five days postoperatively. The pt was in a mva (motor vehicle acciendt) and had a ruptured spleen. The suture was utilized in muscle and fascia closure (lines alba closing). The thread had broken and had to be resutured. The pt is recovering normally.